Event description:
A (B)(6) male underwent posterior spinal fusion t3-l3 on (B)(6) 2007. On completion of spinal cord monitoring, as technologist was removing the electrodes, it was noted that the needle was missing from the electrodes insertion to the vastus lateralis muscle (left). There was no palpable mass of discomfort. Ultrasound of pod#1 was negative for foreign body. Left femur x-ray on pod#4 showed retained needle in anterolateral thigh. The patient was brought back to the operating room and under IV sedation underwent uncomplicated removal of the needle under fluoroscopic guidance.

Manufacturer narrative:
The conclusion of our investigations is based solely on the microphotography shown in this report. Failure modes shown by the microphotography in this report are typical of failures due to over stressing the materials being shaped. Gradual or larger radius bends do not affect the underlying structure of the materials, as seen in figure 1, as severely as a sharper radius would do, as seen in figures 3 & 5. Bending metals has the affect of compression on the inside of the bending radius and tension on the far side of the bending radius. The smaller the radius the material is required to bend around the greater the affects are amplified. The modality of the failure can take many different perceived conditions. As the stresses begin to over-come the material, the failure may not be instantly recognized or complete and may not show an instant failure such as material which is brittle such as glass. Some materials which are more malleable could take the strain and then fail upon additional movement thereby keeping in contact until an additional force completes the failure and the material finally comes apart. These are only possible modes of failure and are not intended to make any direct inferences of causes of this needle failure. Based on our observations we have seen to date, we do not find any objective evidence the material was defective in any way. Other outside forces are currently believed to be the cause of the needle failure. The most likely of these causes would be the excessive bend radius observed on the failed needle shown in figure 5. Unless other testing can be completed on the failed needle, we do not consider any corrective actions are required at this time.